Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cannula seal was analyzed and found to have tearing under the duckbill. The tears were not axially aligned with the seal and measured from 0.168" to 0.196" in length. There were no signs of thermal damage present at the end of any tears. The missing piece was not returned.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a damaged valve on the cannula seal accessory. A fragment fell inside of the patient and was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the customer and additional information was obtained about the complaint: a fragment fell into the patient. The fragment was retrieved during the same procedure, all fragments were retrieved by using laparoscopic forceps. A black piece was found in the surgical field, and upon checking the universal seal it was found to be damaged. There was no rapid loss of insufflation as a result of the breakage.